Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer went to the emergency room (ER) due to a blood glucose (bg) level of 465 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer was attempting to charge the pump using a laptop. The pump charged successfully after the customer connected to a wall outlet. The customer continued to use the pump for insulin therapy.